Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea and felt the "chest quickly beat" and presented to the emergency room (ER). The patient was experiencing phrenic nerve stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.